Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual increased in pacing impedance resulting in polarity switch. The capconfirm algorithm was turned off. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).